Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer failed. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed. A field service engineer removed cubies and reseated row board cables to resolve the issue. The customer inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.